Manufacturer narrative:
Reportedly, the customer reverted to using another pump for insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that while loading multiple cartridges with 400 units of insulin, multiple minimum alerts were received. Blood glucose was 997 mg/dl. The pump was disconnected and another pump was used. Insulin injections were administered. Elevated bg did not decrease. Customer was hospitalized for diabetic ketoacidosis (dka) and treated with insulin drip. Customer was discharged on (B)(6) 2018 with elevated bg/dka resolved.